Event description:
It was reported that when using the bd pyxis¿ es server, system was unable to authenticate the user during login. The customer reported that user was able to log in to the station but was unable to log in to the brain (server). The user¿s access was regranted; however, the same error message persisted. The customer confirmed that only one user affected by this issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user was able to login into the station but unable to log into the brain (server). A technical support specialist (tss) logged into server to check user account status; account was active. Reviewed intrusion detection system (ids) logs and found the user had just logged in, with previous errors indicating incorrect password attempts. Pharmacy reported a facility wide password change in progress, with active directory syncing once per hour, causing temporary login issues. Planned to call back in 30 minutes. Logged into server again and confirmed the user was able to successfully log in after active directory synchronization. The system functioned as intended after the technical support specialist troubleshot the device.